Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to dislodgement. On flouro, the lead appeared to be coiled around the device. The physician does not believe this is due to twiddlers syndrome. The patient recently lost a significant amount of weight, and the physician believes that the weight loss may have caused the sutures to shift or dislodge, causing the lead to dislodge and wrap around the device. Should additional information become available, this file will be updated.